Event description:
Baxter received a report from a baxter technician to report the total care frame CPR was not lowering the head. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the actuator and valve needed to be adjusted. Per the baxter service manual the total care bariatric bed and total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the actuator and valve to resolve the reported event. Based on this information, no further action is required.